Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer contacted philips healthcare to report an unspecified calibration failure. It is unknown if there was patient involvement.

Manufacturer narrative:
Correction: initial reporter name and address corrected; laerdal has confirmed.